Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) gave a loop leakage. The equipment was replaced for the patient. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name was shortened due to character limitations. The complete name is beijing chaoyang hospital affiliated to capital medical university

Manufacturer narrative:
Updated fields: b4, d9, e1 (event site postal code - 100020), e2, e3, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: d5, g2. A getinge field service engineer (fse) stated that customer gave up the repair. No spare parts are available for replacement. H3 other text : customer gave up repair.